Event description:
On (B)(6) 2013, a customer reported obtaining unexpected abo blood mistype when tested on the galileo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(4) 2013. No patient sample or customer product was returned to immucor for immucor investigation.